Event description:
Reported via voluntary report (B)(4). It was reported that during a atherectomy / angioplasty procedure a shaft break, and difficulty removing the catheter occurred. Vascular access was obtained via the left femoral artery. Patient was admitted for elective procedure of the left popliteal artery for known occlusion. Following successful atherectomy and angioplasty of the high grade left popliteal occlusion a 3.0 x 60/135 sterling balloon catheter became coiled on a 0.014 non bsc guide wire. As the physician attempted to remove the sterling balloon catheter it separated into two pieces. Both sections of the balloon catheter were successfully removed by removing all angioplasty components, the sterling balloon catheter, non bsc guide wire and unspecified sheath at one time. This resulted in a small hematoma at the left femoral artery access site. The patient was monitored for some time and remained stable with the access site clean and dry on discharge. The patient was discharged the same day with instructions to follow up with the radiologist.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).